Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was the body shutting down due to failed dialysis treatment. The customer's vein and arteries were clogged and dialysis could not be done. The caller stated that the customer had diabetes and renal issues that may have led to the customer's passing. The customer¿s blood glucose was low at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had been disconnected more than 48 hours prior to passing at the time of hospitalization. The customer was not using sensors. A month or more before they passed, the customer had stopped eating and was only using the insulin pump for basal delivery. The caller declined to return the insulin pump for analysis.